Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that a low shock impedance measurement was detected on this transvenous lead. The patient was seen at a follow up appointment and the low shock impedance measurement could not be reproduced, however, a small amount of noise was noted on the shock channel. No remedial action was taken and the physician will continue to monitor the lead at this time. No adverse patient effects were reported.